Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant mg results is unknown. Instrument data indicated the customer was getting abnormal assay flags. The customer removed all the old flexes, loaded fresh new ones and the samples and qc were all within range. The incident occured on the first day the instrument was in use. The issue is under investigation by siemens healthcare diagnostics inc..

Event description:
Discrepant magnesium (mg) results were obtained on qc and patient samples. Patient results were reported to physicians. The account repeated the samples on an alternate dimension vista instrument and corrected results were obtained and reported. Patient treatment was altered or prescribed on the basis of the falsely depressed mg results for one patient. Magnesium was administered. There was no report of adverse health consequences as a result of the discrepant mg results or treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of discrepant mg results is unknown. This is an isolated incident.